Event description:
The customer reported that a patient death had occurred, as the alarms were silenced at the bedside.

Manufacturer narrative:
The customer reported that a patient death had occurred and determined that staff had suspended the alarms for 3 minutes instead of using the silence key at the bedside. There was no allegation of a device malfunction. The customer was interviewed further, at which time it was determine that the patient's bradycardia event during the alarms suspend timeframe, though not immediately known by staff, lead to an asystole event for which alarms were provided as the alarm suspend timeframe had ended. The customer has indicated that the patient's outcome was not expected to have been any different had the staff not had the alarms suspended and, so this user error is not considered to be a factor in the death. The customer had indicated that the device is operating properly and the director of nursing has taken action to review alarms behavior with all staff to prevent user confusion regarding alarm behavior from contributing to any future patient incident. The labeling (IFU) is clear as to the differences between silencing and suspending alarms. There is a clear difference on the display as well. No further action or investigation is warranted.